Event description:
Customer reported a motor error followed by a no delivery alarm on his insulin pump. The motor was making a sound. Customer's blood glucose was 400 mg/dl. He treated with a bolus but the device alarmed part way through. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. He declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test and the insulin pump passed the displacement test, basic occlusion test and excessive no delivery alarm test. The excessive no delivery alarm could not be verified due to the motor error alarm. No motor sound anomaly was noted during testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).